Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test could not be performed due to the keypad anomaly.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 450 mg/dl. Customer stated that the keys were not working. Customer was trying to bolus and when she tried to enter her blood glucose in the pump, the pump alarmed with the button error. Customer was trying to treat with the pump and the button error came up. Customer has been trying to get her blood glucose level under control by utilizing the pump and her diet. Customer declined troubleshooting for high blood glucose levels. Customer was advised to discontinue pump use and to revert to a back-up plan. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).